Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported issue. A functional test was performed to further investigate the reported issue. Customer's reported problem was confirmed. Pump was found to be displaying "1230" error code alarm message during power up when batteries were inserted. Recommend a microprocessor unit board to be replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave an error code 1230. There was no patient, or clinician injury associated with this occurrence.